Event description:
The account alleged the bed has no nurse call functions. No pt impact.

Manufacturer narrative:
The technician reconnected the side com power control board assembly to resolve the issue.